Manufacturer narrative:
Results: the ruby coil was returned loaded backwards inside its packaging hoop. The pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly and the pull wire was advanced distally beyond the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed that the ruby coil¿s pusher assembly was kinked in multiple locations and the pull wire was advanced distally beyond the ddt. The kinks in the pusher assembly were likely incidental and may have occurred due to the ruby coil being loaded backward against resistance into its packaging hoop for return to penumbra. Further evaluation of the returned ruby coil revealed that the pull wire was advanced beyond the ddt. This damage was likely incidental and may have also occurred due to the ruby coil being loaded backward into its packaging hoop for return to penumbra. Evaluation of the returned ruby coil detachment handle (handle) revealed no visible damage. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02043.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced a ruby coil through the microcatheter and into the patient but decided to remove the coil because he was not ready to embolize. The ruby coil and a handle were then placed on the back table. Towards the middle of the procedure, the technologist inadvertently dropped everything on the back table. The handle dropped prior to its use and therefore, was not for the procedure and did not come into contact with the patient. The procedure was completed using a new ruby coil and a new handle. There was no report of an adverse effect to the patient.